Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the air removal step correctly in the load sequence. The customer was educated on the proper air removal steps. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.